Event description:
The facility reported a fail code 570:320:844:0000. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation was completed on 9 november 2005. The customer reported condition of failure code 570:320:844:0000 was confirmed. Batteries were replaced and the battery harness was upgraded. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.